Manufacturer narrative:
Continuation of d10: product ID 3560022, serial# (B)(6), product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot#: unknown; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2024. It was reported that there was a communication issue between controller and ens, unable to communicate/connect to controller. It was reported that there was no communication/couldn't communicate. Troubleshooting was performed but the ens would not turn on. The cause was not known. The issue was still ongoing. Additional information was received from a patient. They reported that they had a revision done (B)(6) 2024 to change out percutaneous (pne leads) extension. Percutaneous (pne leads) extension being sent in for evaluation as per physician request.

Manufacturer narrative:
Product analysis (B)(4): analysis identified the extension was returned segmented; there was no impact to electrical functionality. Continuation of d10: product ID 3560022. Serial# (B)(6): product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.